Event description:
The physician used a wilson cook howall dash sphincterotome to perform a ercp procedure. When the device was bowed during the sphincterotomy the cutting wire broke and a small piece of the cutting wire detached in the small bowel next to the papilla. The detached portion of the cutting wire was removed with biopsy forceps. The patient's condition was reported as stable.